Manufacturer narrative:
Additional information: according to information received from the field, the recipient experienced a post-auricular wound dehiscence that required surgical intervention. During the revision surgery, the implant including the active electrode array was reportedly removed, cleaned, and reinserted into the cochlea_an action considered abnormal use of the device. Subsequent telemetry measurements indicated poor coupling. However, no further information has been received to confirm whether coupling values have since normalized. One possible explanation for the observed poor coupling is post-surgical swelling, although this remains unconfirmed. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Although additional information was requested from the field, no further steps or follow-up actions have been reported at this time. This is a final report.

Event description:
There was a post-aural wound dehiscence with implant extrusion noted at the end of (B)(6) 2024, thus revision surgery was done on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a post-aural wound dehiscence with implant extrusion noted at the end of (B)(6) 2024, thus revision surgery was done on (B)(6) 2024.